Event description:
It was reported that a farawave nav was used during a procedure. The patient underwent a pulse field ablation on (B)(6) 2025 and experienced double vision. On (B)(6) 2025, the physician notified the reporter that the patient had been diagnosed with a stroke. When asked about the patient condition, the physician stated that the patient continued to experience residual effects, though the symptoms were improving. The device is not expected to be return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.